Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The MFR's rep reported that the pt underwent a transurethral needle ablation of the prostate with no complications. The median lobe of the prostate was treated starting 1.5 cm distal to the bladder neck and the lateral lobes were treated 1 cm distal. Approx 24 hours post procedure, the pt became anuric and a CT scan confirmed left hydroureteronephrosis. The pt also underwent a cystoscopy which revealed edema and constriction of the left urethral orifice. A ureteral stent was placed and the pt recovered full renal function. No further complications have been reported.